Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after getting a patient line blocked alarm in fill 1 of 5. Fluid was found leaking from the stay safe connector of the cycler set. There was no fluid in the pump module area or on the exterior of the cycler set cassette. The patient was connected at the time of the event. The patient was advised by technical services to set up again with new supplies, but patient was unable to do so that night. Upon follow up, the patient¿s pd nurse verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported fluid leak. The patient was able to carry out a treatment the following day. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after getting a patient line blocked alarm in fill 1 of 5. Fluid was found leaking from the stay safe connector of the cycler set. There was no fluid in the pump module area or on the exterior of the cycler set cassette. The patient was connected at the time of the event. The patient was advised by technical services to set up again with new supplies, but patient was unable to do so that night. Upon follow up, the patient¿s pd nurse verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported fluid leak. The patient was able to carry out a treatment the following day. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after getting a patient line blocked alarm in fill 1 of 5. Fluid was found leaking from the stay safe connector of the cycler set. There was no fluid in the pump module area or on the exterior of the cycler set cassette. The patient was connected at the time of the event. The patient was advised by technical services to set up again with new supplies, but patient was unable to do so that night. Upon follow up, the patient¿s pd nurse verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported fluid leak. The patient was able to carry out a treatment the following day. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.